Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that patient went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was over 31 mmol/l at the time of the event caused by bent cannula and got treated with insulin pump. The duration of hospitalization was less than 24 hours. The insertion site was the abdomen. Infusion set was used for two days. Patient has experienced the symptoms of feeling unwell. Patient was also found positive for high ketones level. Ketones level were found 4 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006557, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-aug-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6006557. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006557 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 11-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non- confirmance raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.